Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that she experienced a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. The skin reaction was an itchy rash with bright red bumps on the left side of the abdomen. Patient treats the affected area with desoximetasone cream 0.25 %, twice daily as prescribed by her dermatologist on (B)(6) 2015. At the time of contact, patient reported that the skin rash is a little better with the cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).